Event description:
It was reported a patient underwent a knee reconstruction procedure on (B)(6) 2021 and topical skin adhesive was used. Seven days post op, the patient developed redness and itching at wound site. On day ten blisters developed. The wound was cleaned and dried and on day fourteen she saw a dermatologist who treated her with topical steroids and silver sulfadiazine. She also developed systemic symptoms which were redness, itching, and rash on arms, legs, and torso. She is doing much better now. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide information on the authorization to use or disclose information form. No product is available for returned. Note: events reported on mw# 2210968-2021-11950. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.